Event description:
Patient reported "capsular contracture baker grade IV". Later, healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported and confirmed "capsular contracture, baker grade iii- IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Later, healthcare professional reported "ruptured implant". Singulair(¿) & medrol(¿) prescribed to treat the reported capsular contracture. Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV (confirmed by physician). Patient was treated with singulair(¿) & medrol(¿). It was later reported the device was ruptured. The device has been explanted.